Manufacturer narrative:
The subject device is not available for evaluation, as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 23 mm bioprosthetic aortic valve, implanted for 10 years and seven (7) months, was explanted due to structural valve deterioration of aortic bioprosthetic valve with mixed stenosis and regurgitation. The 65 year old female patient underwent redo sterotomy, menougian root enlargement, myomectomy, and minimally invasive partial upper hemi sternotomy redo avr with a 25 mm 3300tfx valve. Postop tee revealed good seating of the valve with no pvl. No evidence of vsd and left ventricular function was 60% and concentric with no wall motion abnormalities. She received intercostal nerve blocks on the anterior chest and then the chest was closed. She tolerated the procedure well and was transferred to the ICU where she was successfully weaned and separated from the ventilator and extubated within a few hours. Her post operative course was complicated only by an episode of paf on pod#3. She was loaded with amiodarone and converted to normal sinus rhythm with occasional accelerated junctional. On pod#5, she was discharged home. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".